Event description:
The customer reported to olympus the endoeye flex deflectable videoscope displayed an e216 (scope communication error). Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation of the returned device revealed the following findings: adhesive on bending section cover (a-rubber) had a chip; switch #1 was dirty; universal cord was dirty; due to damage on lock engagement lever, bending section could not be fixed firmly; and scratches were found on multiple components of the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and to provide additional information based on the legal manufacturer's investigation. MFR report : patient identifier: (B)(6). Additional information provided by the customer: follow up was conducted with the customer and the following procedural/patient information was reported. The event date was provided. The issue was observed during inspection and when the device was connected and powered on. Additional devices in use were provided. No delay or patient harm was reported. Additional information based on the legal manufacturer's investigation: please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, root cause was presumed that the event was caused breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling of the device, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. This issue is addressed in the instructions for use (IFU): ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Confirm that the endoscopic image is displayed normally in wli and nbi observation. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. The event date was provided. The issue was observed during inspection and when the device was connected and powered on. Additional devices in use were provided. No delay or patient harm was reported.